Event description:
Information was received from the company representative (rep) regarding a patient receiving morphine (unknown dosage/15 mg/day) via an implantable pump. It was reported that a full system explant was done sometime around (B)(6) 2022 (pump and catheter) due to the skin by the pump wearing down and exposing the pump. The explant was done as a proactive measure to help prevent infection. No infection was reported. The patient had a new pump and catheter implanted (B)(6) 2022. New pump was placed on the opposite side of the previously explanted one. The patient status at the time of this report was alive with no injury. The medical history and weight were asked but was not available because of legal/confidential reason.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter; product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8785, lot#: n673447, implanted: (B)(6) 2017, product type, catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 21-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.